Event description:
During the assistance with a check patient line alarm on the home choice machine, that occurred on during use in the initial drain cycle, the home patient (hp) revealed the patient line was full of air. The technical service representative (tsr) then assisted the hp with ending therapy so he could start over with new supplies. During follow-up the hp was asked about the reported problem. He stated that he did start over and was able to continue therapy. The hp stated nothing unusual was noticed with the supplies that could have caused the problem. The hp stated he did talk to his nurse regarding the reported problem. The hp stated that therapy has been going fine since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was confirmed based on home patient (hp) stating that the patient line was full of air which is the cause of the alarm. The lot number is unknown therefore a batch review was not performed. A sample was not returned to baxter for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.